Manufacturer narrative:
B3: unknown. E1: 49-06806-5038-39. Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, lec 1260 was displayed. The cause of the issue is unknown. The main board was replaced.

Event description:
It was reported that the pump displays "error code 1260". There was unknown patient involvement and unknown human harm/adverse event reported.